Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle stick. The instructions for use (IFU) state that the push button should be activated while the needle is in the patient's arm.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, a staff member sustained a needlestick injury recently because she removed the needle from the vein, then tried to shield the needle whilst pressing the button to prevent splash back. The following information was provided by the initial reporter. The customer stated: "I wonder if you can assist with another issue re the bd push button collection sets. A staff member sustained a needlestick injury recently because she removed the needle from the vein, then tried to shield the needle whilst pressing the button to prevent splashback."